Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: compact speed reducer device, motor device, attachment devices, adjustable drill guide device ((B)(6) 2021). Reporters phone number was not provided. The actual device was returned for evaluation. The craniotome device was evaluated and the reported condition that the device was generating heat was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had worn bearings. The assignable root cause of this condition was determined to be traced to component failure due to wear. UDI: (B)(4). Please reference report mwr (B)(4) as it is related to this medwatch report.

Event description:
This is report 3 of 7 for the same event. It was reported from (B)(6) that an adjustable drill guide device, a compact speed reducer device, a motor device, a craniotome device and 3 attachment devices were generating heat, the motor device console indicator was displaying an e6 (overheat warning) error code, and the devices were unable to be used. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.